Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, two (2) packages containing the goldline reusable push button pencil with one inch disposable blade active electrode, were discovered with "insufficient heat seals". Both devices exhibited full seal disruptions (opened seals) discovered on evaluation. The first package exhibited an open seal at the corner of the package and the second package the opening was in the side seal. In these instances, there was no patient involvement with the reported problem, as the packaging anomalies were discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
(B)(4) received two (2) "unopened" packages containing the goldline reusable push button pencil with one inch disposable blade active electrode. Visual examination of the returned packages found both packages with open seals. The first package exhibited an open seal at the corner of the package and the second package the opening was in the side seal. An evaluation into the root cause found in both packages a "random piece" of tyvek material was found between the tyvek packaging material and the poly packaging material. It is believed that the "random" piece of tyvek material was not detected and subsequently sealed to the tyvek packaging and left the poly material unsealed at that point. This lot was manufactured on (B)(4) 2014. A review of the device history record for this lot found no ncr's and no note of discrepancies during the manufacturing process. In these instances, preliminary investigation revealed that the most probable cause of the open seals appeared to be related to the "random pieces of tyvek material found in these two returned packages. Of the (B)(4) units produced from this lot, which were all shipped to the distributor, there were only (B)(4) units found with open seals by the distributor inspector, who performed 100% incoming inspection of all devices. A two year review of product history for this device family showed this reported problem was an isolated incident for this failure mode where a "random" piece of tyvek material caused an open seal in the sterile packaging. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.